Event description:
Customer complaining of air bubble issues in this convenience kit that they believe are caused by the connection of the stopcock with rotating collar onto the manifold. An incident occurred in which a patient suffered a perforated left ventricle during a procedure. Although this kit did not contribute to the incident, it was being used at the time. The patient was sent to surgery and has since recovered.